Event description:
It was reported that despite proper battery management, batteries have been found to be below power criteria. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted when the device is received and evaluated. No adverse event reported.